Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a headache post-implant procedure due to a cerebrospinal fluid (csf) leak.

Event description:
It was reported that the patient's headache has resolved without intervention from the physician.